Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, an instrument error code occurred. The device was removed and retightened with the torque wrench. The doctor then gently cleaned out the tips of the instrument to remove soft tissue stuck and the active blade cracked off in the surgeon's hand. Another like device was used to complete the procedure. There was no pt consequence.